Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s charging pad for the ilet system was broken, and the device was not charging; replacement supplies were shipped after troubleshooting and education were completed. Symptoms included none, and blood glucose was unaffected. Outcomes included no impact on clinical status and no need for medical care. Investigation included customer interview and review of product use. Investigation of this case revealed a confirmed failure of the charging accessory consistent with a component malfunction. It was concluded that the event was attributable to a device accessory failure with no patient harm.